Event description:
It was reported the patient had a loss of therapeutic effect and a return of symptoms three or four days prior to report. The caller reported the patient's tremors "appear to be worse". It was also reported the patient believed the device was "not working correctly". The caller verified that the programmer was working and was redirected to the patient's health care provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 7495, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3387-40, lot# j0118279v, implanted: (B)(6) 2002, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).